Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. No other adverse patient effects were reported, no replacement information provided and no return of product is expected. The field representative was unable to attain the model and serial of this case.